Manufacturer narrative:
Insulin pump had missing segments due to cracked and bleeding lcd glass. Insulin pump had minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported partial of the display was cracked. Customer did not know his blood glucose at the time of the call. Customer had dropped the insulin pump when he was working on his motorcycle. The device fell out of his pocket and cracked part of the screen. Customer was advised to revert to back up plan. No further information reported.